Manufacturer narrative:
(B)(4)

Event description:
It was reported that tip became torn. A left atrial appendage (laa) closure procedure was performed. A watchman® access system was selected for preparation. The dilator and sheath were flushed separately in the normal fashion. When the dilator was being placed back into the sheath it became caught up in one of the flush ports and ripped the radio-opaque marker. The was was not used inside the patient. A new was was opened and flushed without difficulty and the case was completed without any adverse events.

Manufacturer narrative:
Device evaluated by manufacturer, evaluation summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by manufacturer: examination of the returned complaint device revealed that the dilataor was loaded in the sheath. The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed tip damage (hole stretched). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. Bsc ID: (B)(4). Tw#:4928565.

Event description:
It was reported that tip became torn. A left atrial appendage (laa) closure procedure was performed. A watchman® access system was selected for preparation. The dilator and sheath were flushed separately in the normal fashion. When the dilator was being placed back into the sheath it became caught up in one of the flush ports and ripped the radio-opaque marker. The was not used inside the patient. A new was opened and flushed without difficulty and the case was completed without any adverse events.